Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The system pcba board needs replacement but is not longer available. The customer has been advised the device is not repairable.

Event description:
The customer contacted stryker to report that their device would not power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.